Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level 35mg/dl and 41mg/dl respectively. It was unknown that the customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at the time of incident. It was unknown that customer had experienced any symptom at the time of low blood glucose level. Customer was not using continuous glucose monitoring feature. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.